Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to contact support again if the issue reappears and was allowed to continue using the pump.